Event description:
It was reported that a drainage catheter was used to treat a female patient with cancer. The primary use of the device was for percutaneous drainage of fluid other than bile, with indication of pleural effusion. The location of the drain was the pleural space, and was in use for 18 days. During this time the patient experienced a pneumothorax. The device was removed on (B)(6) 2026. No additional information available.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.